Event description:
The customer reported the following error code - 1122 (cbit) check vent: blower temperature high. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the device alarmed a "check vent: blower temp high" message on screen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that the device alarmed a "check vent: blower temp high" message on the screen. During the evaluation, the field service engineer (fse) confirmed, via the error logs, that the device displayed error code 1122. The fse replaced the blower according to the v60 service manual (rev. P). However, while performing the flow accuracy test, the device failed. It was recommended that the gas delivery system (gds) be replaced. Further repair is required.

Manufacturer narrative:
The field service engineer replaced the blower to resolve the blower temperature high issue reported. Codes were missed to be added in the last report for this information. While performing the flow accuracy test, the device failed. Air and o2 flow sensors were replaced to resolve the issue.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. Based on information, the returned flow sensor assembly failed to meet specifications, the cause has been determined to be flow sensor drift. Root cause analysis concluded that over time the flow sensors become contaminated and start to drift. This drift causes inaccurate readings with the air/oxygen flow and concentration readings. The risk assessment has determined that the overall risks associated with flow sensor drift are acceptable as determined in the risk management policy. No further failure analysis is required.